Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer's stylus touch pen was not able to recognize all parts of the screen and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen did not recognize the right side of the screen (like the test icon and print icon)and that an interrogation was unable to be completed with the programmer. The recalibration disk was run to no avail, and the stylus was replaced and calibrated, also to no avail. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer's stylus touch pen did not recognize the right side of the screen (like the test icon and print icon)and that an interrogation was unable to be completed with the programmer. The recalibration disk was run to no avail, and the stylus was replaced and calibrated, also to no avail. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.